Event description:
Pt 50 minutes into treatment cardiac arrested. CPR and defibrillation with AED performed. Ems on scene and pt transported to hospital. Pronounced doa on arrival to ER. Pt with extensive cardiac history and recent hospitalization for amputation of left leg.